Event description:
It was reported that the catheter was difficult to deflate.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way silicone catheter was received with a cut portion of the inlet tubing. The tamper evidence seal was intact. Visual evaluation of the sample noted no obvious defects and further testing was required. It was attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but was unable to advance the solution to fill the balloon. The balloon was then dissected. After removing the balloon, the solution was able to advance on its own. On inspection, the inflation notch was not fully perforated. Only a single droplet of solution was able to make it through. This is considered a failure per procedure, stating that the notch punch should be complete. The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate.